Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/14/2020, the customer indicated that she received the replacement pump and it was working without issue and she sent the other pump back. In follow up with the complaint handler on 02/17/2020, the customer confirmed that the mastitis had resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she had low suction with her pump in style breastpump and developed a breast infection for which she received antibiotics from her doctor.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 03/09/2020. Refer to the attached product evaluation. It was noted in the evaluation that the valve, faceplate and diaphragm were all contaminated with residue. Additionally, the diaphragm was detached and the power supply showed signs of damage. The detached diaphragm is the root cause of, and confirms, the customer's report of low suction. Additionally, any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. The customer purchased the pump in september of 2019 and indicated that she uses it 4-6 times per day. A review of production records indicates that the pump passed end of line vacuum testing on 06/24/2019. It is likely that the diaphragm was detached by the customer.